Event description:
Patient undergoing placement of an orbera intragastric balloon. Per staff report, the "sheath fell off during procedure into patient's stomach." The sheath was noted on screen and retrieved with forceps and removed from patient stomach without difficulty.